Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The day prior to diagnosis, the patient was admitted to the hospital with fever and vomiting which were determined to be manifestations of the peritonitis. One day after hospitalization, the patient was diagnosed with peritonitis. The same day as diagnosis, the patient was treated with two unknown antibiotics (once a day, intraperitoneally, doses not reported). At the time of this report, the patient continued on antibiotic treatment and remained hospitalized. The patient was reported to be recovering from the peritonitis and the pd therapy was ongoing. No additional information is available.